Manufacturer narrative:
The instrument was received disassembled and is non functional. The inner cable appears to have fractured and detached from the tightening mechanism resulting in a non functioning instrument. This instrument is 5 years old and was repaired in 2009. The exact manner in which weld failure occurred could not be verified, however; continuous use over a prolonged period of time can result in wear damage. It is also possible that excessive torque when tightening the instrument contributed to metal fracture and disassembly. This however, could not be confirmed. There is no evidence of metallurgic defects such as corrosion on the fractured surfaces of the cable or elsewhere on this instrument. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Customer reported that while the surgeon was adjusting the arm of the instrument, the cable snapped and the pieces fell on the floor. The nurse picked them up, but the number of links is unk to confirm if all pieces were accounted for. As a result, the surgeon took an xray of the pt. It was confirmed that the xray was negative.